Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was transported to the emergency outpatient center due to pacing failure when it comes to this right ventricular (rv) lead. The patients ventricular rate was around 30 beats per minute. The rv lead was checked and out of range pace impedance measurements were noted. It was noted that the values had been out of range since (B)(6) 2017. Noise and oversensing was also recorded from (B)(6) to (B)(6) 2017. A revision took place and this rv lead was checked with the pacing system analyzer (psa) and out of range pace impedance measurements were confirmed thus a lead fracture was suspected, although it was not confirmed when checking the lead on fluoroscopy. The connector part of the rv lead was cut and the lead was surgically abandoned and remained insitu. A new lead was added and the device was also replaced. No additional adverse patient effects were reported.